Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station lost all telemetry monitoring for twelve minutes before returning on its own. Additional information was requested from the customer to determine cause of failure, however at this time, the customer has not responded. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.